Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the connecting tube was buckling, the coating was peeling, and it had a scratch. Due to damage on the connecting tube, the flexibility adjustment function did not work. Due to clogging of the nozzle, water removal was out of specification. The adhesive on the rubber was detached. Due to wear of the angle wire, the bending angle in the down direction did not meet specification. Scratches were observed on the objective lens, control cover, control unit, and universal cord, and an electrical contact in the video connector was shaved. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the rubber covering (a-rubber) of the subject device was buckling, and there were scratches on the connecting tube. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the nozzle. This report is being submitted for the foreign material found by service during the device evaluation.